Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "intracapsular rupture". Diagnosed via ultrasound. Device remains implanted.

Event description:
Patient reported right side "intracapsular rupture" diagnosed via ultrasound. Later, healthcare professional reported capsular contracture and extracapsular rupture. Healthcare professional later confirmed "capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-report record as the device is non-allergan.